Event description:
It was reported the patient experiences heating at the ipg site while stimulation is on. The patient stated once she turns stimulation off, the heating sensation subsides. The sjm representative is to meet with the patient to interrogate her scs system as the next course of action.

Manufacturer narrative:
Correction/removal reporting#s : 1627487-05242011-002-r, 1627487-07262012-002-r. This ipg serial number was included in a field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.